Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics (type and dosage not reported) on (B)(6) 2013, due to healing issues. The issue has reportedly resolved and the patient is successfully using the device as of the date of this report, (B)(4) 2013.